Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: the initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from japan that during an open reduction and internal fixation surgical procedure for a femoral trochanteric fracture, it was discovered that the battery handpiece device did not activate. According to the reporter, the power module was replaced with a new one and the trigger was pressed and although the handpiece device activated, it kept working even when the surgeon took his hand off the trigger. It was determined by the surgeon that it was too dangerous to continue to use the handpiece device. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device kept working even when the surgeon took his hand off the trigger was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had seized mechanics, moving parts did not move smoothly-trigger, had unexpected disengagement-battery/case/lid, would not run and housing was deformed/bent. It was noted that the device shaft snagging, upper/lower trigger snagging, power module dropping, housing distortion and was not working. It was further determined that the device failed pretest for general condition, check for mechanical free moving, check for sticky triggers, check roundness of housing, check falling out protection (steel ring) and check general function of device. The assignable root cause was determined to be due to component failure from wear.